Event description:
During a laparoscopic appendectomy, surgeon applied a staple line across the mesoappendix, which was bleeding after firing of endostapler. Surgeon had to use a 5mm clip applier to stop bleeding vessel. Two stapler reloads were used, 1-45 gray, and 1-45 purple.